Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4).

Event description:
It was reported that a patient underwent a caesarean section on an unknown date and suture was used. The patient experienced a wound dehiscence and underwent an additional procedure for resuturing. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 437837 mfg date: 04/01/2013, exp date: 04/30/2018, batch 446592 mfg date: 06/01/2013, exp date: 06/30/201.8 in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.